Event description:
A female patient contacted lifecor customer support to report that one of her battery packs was not charging. She stated that every time she placed the battery pack in the battery charger the red "battery with a line through it" led blinks. Support sent a pt svc rep (psr) to the pt to replace the battery pack.

Manufacturer narrative:
Device evaluation summary: device eval for battery pack has been completed. One battery pack would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was this unk substance. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.